Manufacturer narrative:
Correction.

Manufacturer narrative:
Plant investigation: it is unknown if the product was available to be returned for evaluation. To date, further details of the plant investigation have not been received; therefore, further information is not available at this time. Should additional information become available, a supplemental report will be submitted.

Event description:
When the treatment started, vermicular fluid was found outside the membrane. When the dialysate port was opened, blood was found and reinfusion was immediately performed. The dialyzer was replaced and treatment continued. The estimated blood loss (ebl) volume is unknown. No additional information could be obtained.